Event description:
It was reported that patient presented with significant residual cylinder post operation. The lens was explanted and replaced with a same model lens in a secondary procedure. The issue was noticed during post-op exam. No other information is available.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.